Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have exhibited loss of capture. An x-ray revealed the lead had dislodged. During the revision procedure to reposition the lead, the helix was retracted, but was unable to extend in the new location. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.